Event description:
During coil embolization procedure assisted with an enterprise stent, the physician tried to insert enterprise 4.5x22mm stent, but failed in handling the enterprise and deployed at unexpected site. Another enterprise 4.5x28mm was deployed at the site. However, during (mc) micro catheter positioning for coil embolization, the enterprise migrated to lower part of the parent vessel. Additional information has been requested, but it has not been received.

Manufacturer narrative:
The product remains implanted. Additional information will be submitted within 30 days of receipt. This is the first of two products involved with this product malfunction, which is associated with mfg report # 1058196-2009-00059.